Event description:
It was reported that infusion set pump is worn at distances below the location of your infusion set which causes under delivery of insulin which led to high blood glucose of 347mg/dl and it was addressed by correction bolus using pump. The event occurred on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.